Manufacturer narrative:
Initial and final (B)(4). - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on 21-jun-2024.infusion set has been used less than 12 hours. Skin adhesive aide was used at the area of insertion. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin deliveries successfully no further information available